Event description:
The catheter broke at the hub. No other info is known.

Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub) measures 6.5cm and the distal section (tubing only) measures 47.6cm. Lot history review indicates no related component or mfg issues and one product complaint of similar nature, which was recorded as user related. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. The ends appear to mate. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart by the pt. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."